Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, high pacing impedance, and failure to capture on the right ventricular (rv) lead. No changes or interventions were performed. There were no patient consequences.